Manufacturer narrative:
On 14-oct-2021, mentor received additional information regarding the diagnosis and revision surgery. The diagnosis of the right-sided rupture was confirmed by the patient¿s surgeon. The patient underwent bilateral removal and replacement with two unspecified 295cc mentor smooth gel breast implants. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-nov-2021, the suspected medical device was returned for evaluation. On 10-nov-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted visual inspection. Visual analysis of the returned sample revealed that the implant was found to be ruptured. Additionally, shell abrasion was observed on the edges of the tear. The evaluation determined that the cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stress to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, breast implants may also wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain and rupture. Note: explant date is (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 375cc and suffered from breast pain and rupture on the right side. As a result, the patient will undergo removal on (B)(6) 2021.